Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy, was diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. Prior to being evaluated in the ER (not admitted, <24 hours), the patient believed she was suffering from food poisoning. However, it appears a peritoneal effluent fluid culture and cell count (wbc = 143 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 5 days for a total of 6 doses, and ip cefepime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus (date/species unknown), and the patient¿s antibiotics were continued. The pdrn reported causality is currently unknown, as the patient was unable to pinpoint a specific event. The patient has recovered from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy, was diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. Prior to being evaluated in the ER (not admitted, <24 hours), the patient believed she was suffering from food poisoning. However, it appears a peritoneal effluent fluid culture and cell count (wbc = 143 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 5 days for a total of 6 doses, and ip cefepime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus (date/species unknown), and the patient¿s antibiotics were continued. The pdrn reported causality is currently unknown, as the patient was unable to pinpoint a specific event. The patient has recovered from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required evaluation in the ER and antibiotic therapy. The pdrn reported the etiology of the serious adverse events is unknown; therefore, causality could not be established. However, based on the patient¿s continued use of the same liberty select cycler, it would appear the serious adverse events are unrelated to a fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.